Event description:
It was reported that during a gastric bypass procedure, there was a discoloration noted on the jaws of the device and was reported to look like oxidation. The cartridge side of the jaws was noted to have more of this discoloration. This occurred on the initial use out of the packaging. There was no contact with the patient. Another device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one ple60a device was returned in good visual condition and with no cartridge loaded on the device. Furthermore lubricant was noted on the cartridge channel area. Please note that lubrication is applied to the cartridge channel during the manufacturing process. This lubricant is safe for patient use. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no damage was found on the jaw. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.